Event description:
It was reported that the pacemaker dependent patient was in the recovery room post knee scope/repair and long pauses on the rhythm strip were noticed. Interrogation showed noise on the electrogram. Minimum movement inhibited the device. The patient complained of recent dizziness and syncopal episodes. The lead was capped and replaced.

Manufacturer narrative:
Na